Event description:
It was reported, "patient complaint that involved conmed electrodes used in conjunction with the act iii sensor. The cardiac monitoring enrollment period was scheduled for (B)(6) 2013. The patient called (B)(4) to report a skin irritation from the electrodes on (B)(6) 2013. The patient reported redness, itching, stinging/burning, bumps/pimples and small blisters." Cleartrace ECG electrodes (catalog number 1700-010, lot number unknown) were potentially utilized. The patient was advised to consult with a medical professional by lifewatch personnel. The patient reported utilizing over the counter medications, cortisone 10, zantac 150, and zyrtec 24 hour. Photographs were not available of the skin reaction. The electrodes were not returned to (B)(4); therefore, the electrodes are not available for evaluation by conmed corporation.

Manufacturer narrative:
The cleartrace ECG electrode is an electrocardiograph electrode, an electrical conductor which is applied to the surface of the body intended to transmit the electrical signal at the body surface to a processor via lead wires and cables that produce an electrocardiogram to be used by the clinician in diagnosing or monitoring a patient's condition. This product is a single use, disposable device. The cleartrace ECG electrodes were discarded by the end-user. The original devices or pictures of the devices or skin reaction were not available; therefore, an investigation on the suspect device cannot be accomplished. No product was returned for evaluation or confirmation of defect or confirmation of conmed product. DHR/lhr, device history record/lot history record, review could not be accomplished as the lot number of the device was not available. The patient survey offered information regarding device usage such as skin site preparation, (survey states patient cleaned the area with soap, showered and closely dried prior to placing electrodes), site rotation frequency (survey states electrodes were changed every two to three days), how devices were removed from the skin surface (survey states the electrodes were gently tugged off - dry). These electrodes are tested and passed for biocompatibility. All ECG electrodes materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. In process inspection & visual checks were done to ensure proper production of the devices. The patient may have experienced an allergic response to a component of the device such as electrode adhesive and / or gel. Likely causes of this failure mode include allergic response to an electrode component. The complaint cannot be confirmed or unconfirmed at this time due to the lack of actual devices utilized in the reported incident. The complaint investigation has not identified or confirmed any manufacturing defects associated with the complaint; therefore, no corrective action is recommended at this time. Future complaints will be tracked through conmed complaint methodology. Conmed is considering this complaint closed.